Manufacturer narrative:
Maude reference number: mw5090657. A review of the procedural media was performed as part of this complaint investigation by a bsc quality engineer. The available media shows the use of the 27mm lotus edge valve followed by the implantation of an edwards valve. There was no media made available showing the use of the 25mm valve. The reported gap between the buckle and post at the right coronary side was confirmed during the review. Throughout the available media the valve appears to be low relative to the annulus with severe impaction on the outflow side of the braid. It was also noted that the sheathing aids appear to be protruding through the vessel wall. It is possible that the sheathing aid protrusion may have caused the pericardial effusion however this cannot be confirmed in the available media.

Event description:
It was reported that a pericardial effusion occurred. The patient presented for a transcatheter aortic valve replacement (tavr) procedure with a 25mm lotus edge valve. The patients annulus was measured by the implanting physicians at462mm squared and was heavily calcified both at the annulus and leaflets. The patient had a bicuspid native aortic valve. The procedure was performed under general anesthesia. The patients annulus sizing was right in the middle of sizing limits for a 25mm lotus edge valve. The physicians initially attempted to deploy a 25mm lotus edge valve via lotus introducer sheath (lis) in the left groin, but each deployment resulted in the left cusp portion of the valve being too high to complete the case in their opinion. Due to the calcium balloon aortic valvuloplasty (bav) was recommended several times, however the physicians felt it would not be safe due to the patients high gradient (83mmhg) which was complicated by severe aortic insufficiency. The 25mm lotus edge valve was attempted to be locked twice, with two full re-sheaths, but popped out on the left cusp side both times. It was then decided to size up to a 27mm lotus edge lotus edge valve alve. The physicians rationale behind upsizing was that the asymmetric unsheathing and valve pop outs seen were due to the valve not being properly anchored. A 27mm lotus edge valve was prepped in an efficient manner and passed both its visual and mechanical checks with no issues. The 25mm lotus edge valve was left in a functioning position as 27mm lotus edge valve was prepped and was then introduced into the patient. As they were delivering it through the ascending aorta it was noticed that the nosecone was significantly over-sheathed. This was corrected and they were able to cross the valve and begin deployment. After several attempts to lock the 27mm lotus edge valve, including one partial re-sheath, it was unable to be locked in all three post/buckle systems. The non and left systems locked, but even after multiple techniques, the right remained about 1mm apart from locking. Once again, bav was recommended however the physicians felt it to be unwise. They also changed the x-ray angle which revealed a very severe waist in the right cusp portion of the valve. They paused and re-tried several times to no avail. The physicians then decided to implant a 26mm non-bsc valve. The fully functioning unlocked 27mm lotus edge valve was left in position while the 26mm non-bsc valve was prepped. The patient remained stable throughout the entire procedure. The 27mm lotus edge valve was removed and they delivered the 26mm non-bsc valve via the lis sheath already in place with no difficulties. As the physician was deploying the 26mm non-bsc valve he noticed a contrast stain in the right upper cusp on non-coronary cusp (ncc) side of aortic root. After the 26mm non-bsc valve was deployed the stain was no longer visible. The patient was stable. They did both a transthoracic echocardiogram (tte) and a transesophageal echocardiogram (tee) and noticed a small localized pericardial effusion that was not growing. They watched the effusion and repeated the tee after about 15 minutes. The situation continued to be unchanged and they felt that it was safe to close the vascular access sites. This was done in an unremarkable fashion with the patient continuing to be very stable as the procedure was finished. It was further reported that the patient was extubated at approximately 6:30pm the same day, post-procedure, and was having an ongoing significant stroke. Neurology was consulted and the decision was made to give tissue plasminogen activator (tpa) as a lytic. The patient then exhibited signs of tamponade and at 1am a pericardiocentesis was performed. The patient was continuing with a very large bleed and succumbed to tamponade. The patient was not a surgical candidate. The physician emphasized that the small effusion seen at the end of the tavr procedure was not the issue as the effusion was completely stable once the 26mm non-bsc valve was implanted. The physician felt the patient was completely stable once the 26mm non-bsc valve was implanted. The physician stated the cause for the patients death as severe stroke and fatal bleeding related to the infusion of tpa.

Manufacturer narrative:
Maude reference number: mw5090657.

Event description:
It was reported that a pericardial effusion occurred. The patient presented for a transcatheter aortic valve replacement (tavr) procedure with a 25mm lotus edge valve. The patients annulus was measured by the implanting physicians at462mm squared and was heavily calcified both at the annulus and leaflets. The patient had a bicuspid native aortic valve. The procedure was performed under general anesthesia. The patients annulus sizing was right in the middle of sizing limits for a 25mm lotus edge valve. The physicians initially attempted to deploy a 25mm lotus edge valve via lotus introducer sheath (lis) in the left groin, but each deployment resulted in the left cusp portion of the valve being too high to complete the case in their opinion. Due to the calcium balloon aortic valvuloplasty (bav) was recommended several times, however the physicians felt it would not be safe due to the patients high gradient (83mmhg) which was complicated by severe aortic insufficiency. The 25mm lotus edge valve was attempted to be locked twice, with two full re-sheaths, but popped out on the left cusp side both times. It was then decided to size up to a 27mm lotus edge lotus edge valve alve. The physicians rationale behind upsizing was that the asymmetric unsheathing and valve pop outs seen were due to the valve not being properly anchored. A 27mm lotus edge valve was prepped in an efficient manner and passed both its visual and mechanical checks with no issues. The 25mm lotus edge valve was left in a functioning position as 27mm lotus edge valve was prepped and was then introduced into the patient. As they were delivering it through the ascending aorta it was noticed that the nosecone was significantly over-sheathed. This was corrected and they were able to cross the valve and begin deployment. After several attempts to lock the 27mm lotus edge valve, including one partial re-sheath, it was unable to be locked in all three post/buckle systems. The non and left systems locked, but even after multiple techniques, the right remained about 1mm apart from locking. Once again, bav was recommended however the physicians felt it to be unwise. They also changed the x-ray angle which revealed a very severe waist in the right cusp portion of the valve. They paused and re-tried several times to no avail. The physicians then decided to implant a 26mm non-bsc valve. The fully functioning unlocked 27mm lotus edge valve was left in position while the 26mm non-bsc valve was prepped. The patient remained stable throughout the entire procedure. The 27mm lotus edge valve was removed and they delivered the 26mm non-bsc valve via the lis sheath already in place with no difficulties. As the physician was deploying the 26mm non-bsc valve he noticed a contrast stain in the right upper cusp on non-coronary cusp (ncc) side of aortic root. After the 26mm non-bsc valve was deployed the stain was no longer visible. The patient was stable. They did both a transthoracic echocardiogram (tte) and a transesophageal echocardiogram (tee) and noticed a small localized pericardial effusion that was not growing. They watched the effusion and repeated the tee after about 15 minutes. The situation continued to be unchanged and they felt that it was safe to close the vascular access sites. This was done in an unremarkable fashion with the patient continuing to be very stable as the procedure was finished. It was further reported that the patient was extubated at approximately 6:30pm the same day, post-procedure, and was having an ongoing significant stroke. Neurology was consulted and the decision was made to give tissue plasminogen activator (tpa) as a lytic. The patient then exhibited signs of tamponade and at 1am a pericardiocentesis was performed. The patient was continuing with a very large bleed and succumbed to tamponade. The patient was not a surgical candidate. The physician emphasized that the small effusion seen at the end of the tavr procedure was not the issue as the effusion was completely stable once the 26mm non-bsc valve was implanted. The physician felt the patient was completely stable once the 26mm non-bsc valve was implanted. The physician stated the cause for the patients death as severe stroke, fatal bleeding related to the infusion of tpa.